Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having unknown spinal therapy. It was reported that the clear end caps fell off end of light source. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
The light could not be requested back because the manufacturer does not accept back contaminated devices for evaluation. Follow-up questions were asked of the distributor who first notified the manufacturer for any additional information and photographs. No photographs or additional information was provided. The initial reporter was contacted. He stated that no excess force was used when the lens was disconnected. The DHR was reviewed and no deviations that could have lead to an incorrectly manufactured part were found. These devices are 100% inspected which should prevent any product making it through manufacturing without the lens being staked. Once staked, the lens is secured strong enough to withstand expected forces.